Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). No erroneous results were reported outside of the laboratory. The sample initially resulted as 0.131 miu/ml. The sample was repeated on (B)(6) 2018, resulting as 19118 miu/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 259199, with an expiration date of 30-nov-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.